Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate pump for insulin therapy, and will revert to an alternate method of insulin therapy if needed. There was no adverse impact to the customer¿s blood glucose level.